Event description:
The phyician inserted usci 5f bipolar tomporary pacing lead. Unable to get any pacing response or spikes. Generator changed; no response, physician pulled pacing lead out and replaced it with another lead obtained immediate pacing with good sensing and capturingdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, visual examination. Results of evaluation: electrode failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.